Manufacturer narrative:
Concomitant products has been added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer states the pump is not delivering insulin. Her blood sugars are high and goes into the 500's at least once a week. The customer states constantly high until she changes the infusion set and treats by a bolus with the insulin pump. The customers blood glucose level was 65 this morning and she treated with juice. The customer declined troubleshoot and will return the infusion set for analysis. The insulin pump will not be returned for analysis.